Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. It was reported by the patient¿s family member that the patient¿s implantable cardioverter defibrillator (ICD) may have contributed to the patient¿s death.